Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(6) - the dentist reported that 1 month after the dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type IV) and also presented peri-implantitis.